Event description:
It was reported that the pain stimulation device sets had been explanted due to an infection. The patient received a new pain stimulation device set. Refer to manufacturer report # 3004209178-2012-09332

Manufacturer narrative:
Product ID 399945, lot# v241046, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3708260, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type extension. (B)(4).